Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) would counter rotate after fixation. The physician attempted extra rotations to compensate but the electrical numbers were unstable and the lp released off the tissue when trying to redock. The ventricular implant attempted was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event of device problem was not confirmed. The leadless pacemaker was return for analysis. Mechanical and impedance analysis showed device to be in normal condition. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.